Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer is unable to rewind the insulin pump. It was stated that the customer travelled and kept the insulin pump inside her luggage and it could have been exposed to strong magnetic field at the airport. It was unable to clear the alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm or displacement anomalies noted and the motor tested outside of device and passed. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.